Event description:
A system operator reports the laser stopped firing during surgery and the system produced a low energy message. The ablate button and footswitch were repressed and the surgery was completed. This system operator reported there were 6 interruptions during surgery, however information indicates patient outcome was not affected. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available.